Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 14189 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used. The outer diameter of the balloon proximal and distal joint were within specification. The push button was kept to the forward position before the vacuum and during the insertion. Three insertion and retraction tests were performed with no issue. The catheter passed the performance test, electrical integrity, and impedance testing; all were within specification. In conclusion, the reported air ingress issue was not confirmed through testing. The balloon catheter passed the returned product inspection as per specification.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred during aspiration. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.